Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 3 in the patient's mouth, the implant did not achieve osseointegration in type iii bone. The clinician reports the patient's implant mobility and very thin palatal bone. The product will be forwarded to the manufacturer for investigation. There were no reported patient complications.